Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous (av) graft/fistula. A 9.0 x 80 75cm gladiator¿ balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured and a leak at proximal origin of balloon attachment was noted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.